Event description:
The contact stated the customer's blood glucose was tested at his doctor's office and the reading was 130 mg/dl. The customer's meter read 410 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.